Manufacturer narrative:
Date of event : approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7120134. Product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5019797/5030880. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 21964602/28303967.

Event description:
It was reported that the ipg was exposed at the incision site. The patient underwent an explant procedure. All device components were removed and were kept by the facility.